Event description:
It was reported, the physician implanted a 25mm gore helex septal occluder to close an atrial septal defect. The defect measured from 10-12mm by stop flow balloon sizing and was stretched to about 14mm. The total septal length was 25mm. Within two hours post procedure, it was noted that the occluder had embolized to the right ventricular outflow tract. The device was removed and the defect repaired in a surgical procedure. The patient was doing well following the procedure.

Manufacturer narrative:
Results: the review of the manufacturing records verified that this lot met all pre-release specifications. The explanted device was discarded at the hospital.